Event description:
Holes used to install the warmer section of the patient tubing were misaligned. If not paying attention the rn could inadvertantly install the set upside down (pictures available upon request). Hole misalignment is related to an event reported by our facility two years ago which led to a nation-wide recall.reported to technical support. Engineer had a set from the same lot number and did not have a problem. Sent vendor email with pictures of affected product.